Manufacturer narrative:
The ge rep performed an on site investigation. The circuit board was replaced. An x-ray light was replaced. The system operates as intended.

Event description:
The customer reported the system failed to power on. No report of pt injury.